Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted controller event log file contained events on 07nov2024 from 11:50:24 ¿ 13:26:10, per the timestamps. No notable alarms were captured, and the pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding and cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. This section also lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a few premature ventricular contractions (pvcs), which were identified with telemetry. The patient fell around 0300 on (B)(6)2024. The patient hit their head and developed a left-sided subdural hematoma. The patient felt lightheaded and then became somnolent. Their blood pressure before and after the event was documented as in the 80 range. There were no alarms noted at the time of the fall. The patient's neurology exam deteriorated and they were brought to the operating room for a craniectomy. The international normalized ratio (inr) was reversed, but prior to the fall it was 2.2.

Manufacturer narrative:
B5 narrative info. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was later reported that there was nothing in the alarm history that suggested the fall was related to the device. The patient did not remember the event but did not think they tripped and it was a mechanical fall. The patient had a cranioplasty and then discharged home.